Manufacturer narrative:
This report is being supplemented to provide additional information based on customer representative updates and response regarding event reported: further communication with the customer representative, the following information were conveyed. Balloon did not seem to deflate properly or enough to remove it from the scope, despite lots of deflating and withdrawing of air. It had to be pulled very forcefully. It did not really delay the procedure as customer had finished the test. No further information provided. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A correction to g2. Olympus inspected the customer returned device and found: the balloon itself did not appear to be damaged as there were no punctures, cuts, or tears found. The original event description of "the balloon was all mangled" cannot be confirmed. However, the wires and plastic tubing connecting to the balloon does fit the description of being mangled. There are many unnatural kinks, bends, and angles found along the wires and tubing along with an unravelling coil along the wire. In addition, a part of the plastic tubing appears to have been squished together as if it had been forcefully pushed into the working channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the balloon was not damaged in anyway, it is likely that the issue was caused by incorrect insertion/retrieval in addition to excessive force and user mishandling. This will cause the later added event description of the balloon to not deflate properly and having to be forcefully removed. Olympus will continue to monitor field performance for this device.

Event description:
As reported , one of the dilation balloon 18-20mm got stuck and user had to cut it to release it inside the patient. The balloon was all mangled. The issue found during a therapeutic procedure. There was delay in the procedure with unknown time. There was no patient harm or injury reported on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The root cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.